Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation, as it has been discarded at the facility. A review of the device history record of the renegade hi flo catheter (batch number 9593022) was performed. No issues or discrepancies were found which could potentially relate to this complaint. The cure time log which is attached to the DHR was reviewed. This log records the coated length of the catheters. It also records a pass / fail result for coating confirmation test. The nonconformance logs were reviewed for march 2006 & april 2006 as this is the time frame in which the lot was manufactured. No issue was raised for the lot. A patency, dimensional and visual check was performed on the renegade hi flo catheter as per final inspection procedure. The device history record review confirms that the catheter met all material, assembly and performance specifications. A review for similar complaints within batch number 9593022 was completed and no other complaints have been received for this particular lot of devices. The 2007 15-month renegade hi flo complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. Direct product analysis was not possible as the unit is not being returned for analysis because it was discarded at the hospital. At this time we are unable to determine if the device met specifications and we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that in 2007 a therapeutic embolization procedure was performed on the femoral artery of a pt (age and gender unk). During the procedure the physician tried to remove the renegade hi flo catheter from the guiding catheter, but the micro catheter became stuck in the guiding catheter. The clinician pulled a bit harder, and the renegade hi flo catheter separated near the hub, which was outside the guiding catheter and the pt. They were then able to just pull both catheters out of the pt in one piece. The clinicians then obtained another kit and successfully completed the pt procedure. The complainant reported that the pt is fine with no complications.